Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "9 key" on a novum iq large volume pump double presses. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the keypad issue was reproduced. Keypad testing was performed, and it was noted that when pressing the ¿9¿ key it appeared on the display as ¿0.9¿. When the decimal ¿.¿ was pressed it appeared on the display as ¿0.9¿. The reported condition was verified. The cause of the reported condition was a defective front panel keypad. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. To resolve this issue, the front door cover assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.